Event description:
Information was received indicating that a smiths medical cadd-solis vip pump presented with error codes, 41622 and 1003. There were no adverse events reported.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a system fault message. Functional check was conducted and the reported issue was verified. The pump was inspected and a motor test was performed. The pump alarmed and displayed error code 41622 . The error code 41622 can be a problem with high current motor, optic switch, pwa board, or foreign material. It also occurred multiple times in an event history log. The device was opened for further investigation and found that a piece of metal from a damaged large bearing was stuck between the cam shaft and the expulsor. The damaged large bearing which also resulted in contamination is the cause of the issue. Therefore, the large bearing will be replaced to resolve the issue.